Event description:
New info received: the device was successfully restored today on (B)(6) 2020. The patient was asymptomatic before, during and after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in backup vvi mode (bvvi). During a routine follow-up, the device entered in backup mode. The physician will schedule a new interrogation to restore the device. The patient was discharged.